Event description:
It was reported that the device data was requested to be reviewed by rhythmcare. The left ventricular (lv) lead threshold was noted to have been increased. Rhythmcare discussed that since the threshold the magnetic resonance imaging (MRI) threshold has a maximum of five volts, a warning will be issued. The increased measurements indicate a potential loss of capture. This lead remains in service. No adverse patient effects were reported.